Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general),") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device difficult to use "the device was difficult to place". The patient's previously administered products included for an unreported indication: oral contraception. Concurrent conditions included diabetes. Concomitant products included insulin since 1988, ondansetron (zofran) from 2011 to 2017 and promethazine (phenergan [promethazine]) in (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition: depression,") and weight fluctuation ("weight loss/weight gain."). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2011, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain and vaginal haemorrhage had resolved and the genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received:reporter information, patient details, other relevant history, concomitant drugs, product information, events - abnormal bleeding (vaginal), menorrhagia, depression, bladder problem, bladder or urinary problems or changes, migraine, headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain/loss, back pain, the device was difficult to place, essure confirmation test(s) conducted, specify no were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2011 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.